Event description:
The following info was provided by the cook area rep based on comments made by the user. On 2 separate occasions (see MDR 1037905-2011-00711 and 1037905-2011-00712), a cook 6 shooter saeed multi-band ligator was used. One blue hook pulled off the loading catheter as they were placing the firing cord. Another band ligator was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The loading catheter was returned with one blue hook detached. The hook was returned. During the investigation, it was noted that the attached blue hook was not fully seated onto the loading catheter. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter's inner stylet wire as well as the blue hooks were measured and verified to be within the appropriate mfg spec. Kinks were visually identified on the catheter tubing and the inner stylet wire. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can creat resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual insp to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Qa will continue to monitor for complaint trends.